Manufacturer narrative:
Summary report referencing other articles. Event date is literature article published date. Extension of saphenous thrombus into the femoral vein: a potential complication of new endovenous ablation techniques journal of vascular surgery (2005) volume 41; number 1; 130-135 doi:10.1016/j.jvs.2004.10.045. If information is provided in the future, a supplemental report will be issued.

Event description:
This case report references high ligation and surgical stripping of the gsv as having being the treatment of choice for gsv incompetence, prior to the emergence of radiofrequency ablation (rfa) and endovenous laser therapy (elt). Both case reports mentioned in this article refer to treatment with (elt). Within the discussion of the article the vnus closure procedure is mentioned referring to outcomes which were reported in 11 previous articles as per table iii on pg. 134 of the article. In summary, the findings from these previous articles are as below: 21 cases of deep vein thrombosis (dvt), 2 case of pulmonary embolism (pe) 16% incidence of dvt from a population of 66 patients where all but one cases were described as thrombus extension into the cfv. FDA website was searched for 'vnus' and 'closure' and reports of 24 dvt episodes and 3 pe episodes were found. It was noted in the article that some of these events may refer to the same patients. In conclusion the author of this article has estimated the cumulative incidence of dvt and pe after vnus closure procedure is 2.1% and 0.2% respectively, but has also noted that expert authors report lower incidences - 5 episodes of dvt among 1150 procedures with no pe.